Manufacturer narrative:
The sample was collected in lithium heparin tube and it was clear. Qc results were within the established range. Service call was not requested. Although sample specific event is a likely contributor to this event, a clear root cause cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent and irreproducible high ethanol (etoh) result generated by unicel dxc 600 chemistry analyzer. The result of 1000mg/dl was reported out of the laboratory and questioned by the physician. The sample was rerun and produced a result of 15 mg/dl. The customer re-ran the sample with fresh reagent and obtained a suppressed result. The patient was redrawn; however, the result was still inconsistent. Patient treatment was not impacted by this event.